Manufacturer narrative:
(B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd received a sample and photos from the customer facility for investigation. The customer sample and photos were evaluated and the customer¿s indicated failure mode of foreign matter with the incident lot was observed. Retention samples of the incident lot number were selected from in-house inventory and inspected for foreign matter and no issues were observed as all retention samples met specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample and photos, the customer¿s indicated failure mode of foreign matter with the incident lot was observed. Additionally, retention samples were tested and all specifications were met. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that a customer found ¿yellow¿ foreign matter on a 22 gx 1 in. Bd preset¿ syringe with attached needle package before use. There was no report of injury or medical intervention.